Manufacturer narrative:
The scope was returned and is currently pending a physical evaluation and microbial testing. The scope will be sent to an independent laboratory for microbial testing. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope tjf-q180v with sn: (B)(4) was cultured, sampled per hospital protocol and the device was tested positive for (B)(6). The microorganisms were detected from the fluid channel of the device. According to the reporter, there was no patient infection associated on the reported issue. There was no report of patient harm or impact due to the incident. The scope will be sent to independent laboratory for microbial testing for further evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the endoscopy support specialists (ess) site visit and training. The olympus endoscopy support specialist (ess) observed staff leak testing and manually cleaning the scope and observed all steps for leak testing were performed correctly and all steps for manually cleaning were performed except for step 28 on the on track reprocessing form which is repeating steps 24g through 27 of cleaning the groove under the forceps elevator. The ess performed a reprocessing in-service and covered all steps of leak testing and manual cleaning and staff acknowledged their understanding of the process. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they will have to contact the manufacturer of the products for their instructions and guidelines. The ess explained the importance of the information and the recommendation provided to them and was acknowledged by the staff in attendance.

Manufacturer narrative:
The scope tjf-q180v serial (B)(4) was sent to an independent laboratory for testing and evaluation. The scope¿s instrument suction channel tested positive for micrococcus luteus, micrococcus yunnanensis, kocuria rhizophila. The distal end elevator channel and air/water channel are negative for bacterial growth. The scope was then ethylene oxide (eto) sterilized and was returned to olympus for a physical device evaluation. Returned device was evaluated. Visual inspection was performed and a bluish stain on the light guide lens and c-body unit from the distal end side were observed. The biopsy channel and suction channel were inspected with olympus boroscope and no signs of foreign stain/substances were noted on the channels. Cosmo testing was performed and the device passed testing and no leak observed. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. There was no abnormality on biopsy channel/suction channel, which were positive on the culture test, it was determined that the possibility of the culture test positive being due to the subject scope is low. The cause of the event cannot be conclusively determined. Probable cause could be due to user¿s cds process is possibly different from recommended process in IFU (instruction for use). Contamination possibly occurred in microbiological testing. 05 jun 2020 the olympus endoscopy support specialist covered the following reprocessing steps for the staff members: leak test, manual cleaning, and storage. This is to make them aware of the olympus guidelines on reprocessing. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they will have to contact the manufacturer of the products for their instructions and guidelines. Olympus will continue to monitor complaints for this device.